Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the consumer regarding the delivery of fentanyl (10000mcg/ml, 1.888mcg/day) in an implantable pump for non-malignant pain. The pump was relocated on (B)(6) 2015. A couple days prior to the revision, a dye study was performed and it as discovered the patient was not getting medication. The patient thought whatever the implanting physician did in (B)(6) 2013 "made it so the patient was not getting any medication." "No one could get it to work right or put it on the right placement." The patient now has made the decision to have the pump removed. The patient was redirected to discuss pump removal with their healthcare provider (hcp). Additional information was received from a hcp on 10-dec-2015 indicated the cause of the patient not receiving medication was catheter failure. The surgeon believed the catheter was punctured by a needle. The issue was thought to have been resolved after the revision on (B)(6) 2015. Records indicate the catheter was replaced ((B)(6) 2015). Please refer to mfg. Report# 3004209178-2014-23904 for information pertaining to pump movement in the pocket.